Manufacturer narrative:
Pump received with frozen screen during testing. Unable to verify pump error 23 alarm, unable to download thump and perform the self test due to displacement test and self test due to frozen screen. Pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad assembly, internal battery and force sensor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and serial number label fading. Frozen screen confirmed due to moisture damage on the electronic assembly noted. Unable to verify pump error 23 alarm and unable to download thump due to frozen screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1886. The customer was unable to clear the error. The customer called back after installing a new battery, and monitoring pump for 2 hours, and the frozen display recurred. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.